Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury complaint. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that the patient had experienced high blood glucose level event on 11 jun 2026. The patient was treated with manual bolus correction and the glucose had been high for more than four hours.